Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For products with known product numbers not sold in the us but a similar device is : no 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
Revision due to loosening of the tibial base implanted on (B)(6) 2017. When the implant was removed there was no cement on the implant. The cement was perfectly adherent to the bone. The solution was the replace the tibial base with an attune revision base

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.